Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation procedure, a cardiac tamponade occurred. During ablation of the right superior pulmonary vein, the catheter and introducer were fed back into the right atrium however, there was difficulty finding the passage between the right and left atrium with the agilis. Echography revealed a cardiac tamponade and a pericardial drain was used to stabilize the patient. The physician believes the difficulty moving the agilis from the left to right atrium caused the tamponade. There were no performance issues with any abbott device.